Manufacturer narrative:
Medtronic investigation of returned suspect device finds that he pin is missing as reported. The reported event was confirmed to be caused by physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Correction: device is labeled for single use and was initial use of device.

Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. Device manufacturing date is unavailable. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was attempting to remove the percutaneous pin with the slap hammer when the small pin attachment broke off and fell into the patient. The fragment was retrieved right away; the surgeon used a bone nibble to remove the pin. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.